Event description:
Hill-rom received a report from the account stating bed exit was not alerting the nurse station. The bed was located at (B)(6). There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit was not alerting the nurse station due to bent pins on the sidecom pc board. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The service technician replaced the sidecom pc board to resolve the issue. Based on this info, no further action is required.